Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks. Noise on the ventricular channel was observed via egm. The patient reported having a rough mammogram a couple of months prior and she noticed the device migrated 2-3 inches from its initial position. Patient reported associated pain in area of device. X-ray revealed leads were not neatly wrapped around the can but coiled in different directions. The patient was transferred to another hospital for lead replacement.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A fracture of the outer coil was found at 2.2cm from the is-1 connector pin consistent with fatigue. This is consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.